Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is feeling some non-specific fatigue. It was also noted that the mode switched occurred, rv lead impedance remains high but stable. The ra lead was reprogrammed for the second time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was reprogrammed and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high impedance and later oversensing in the form of crosstalk resulting in ventricular safety pacing. The lead remains in use with plans for increased monitoring. No patient complications have been reported as a result of this event.